Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements. The physician suspected a lead fracture due to clavicle/first rib crush however this could not be confirmed with x-ray. Surgical intervention was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.